Manufacturer narrative:
The device was found to have arc mark on the can. X-ray analysis of the mark indicated metals that are found in the 1580 lead conductors were present. Further analysis revealed the hybrid substrate was damaged from the aric current. The cause of the arc is believed to be a damaged lead. The reset observed through analysis s of the ram map was software reset. No additional data was available, as the summary diagnostics had been cleared. The initial programmer archive file when the reset was first detected was not available and could not be obtained for analysis.

Event description:
Patient presented to the hospital after receiving inappropriate therapy. Interrogation of the device revealed that the device had gone into reset mode with the following message, "at least one charge has been aborted due to possible output circuit damaged." The device was explanted. It is suspected that the associated lead is damaged, but it remains implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.